Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) replacement and spinal cord stimulator lead addition procedure. The patient was doing well post operatively and the explanted device will not be return as it was disposed at the facility.